Manufacturer narrative:
The lead was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted instead. No adverse patient effects were reported.